Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device initially did not appear to coagulate and seal optimally. Later during the procedure, the top half of the jaw broke off. A new instrument was opened to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. In addition, the I blade tip was bent. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the device condition we are unable to investigate further the tissue effect issue. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.